Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Pfs alleges severe pain. After review of medical records, patient was revised to address failed total hip arthroplasty on the left with massive necrosis of periarticular soft tissue including abductor mechanism. Revision notes reported extensive wine-colored necrotic tissue about the hip. The abductors were largely necrosed and avulsed from the greater trochanter. There was approximately 2 to 3 cm perimeter of soft tissue around the articular space that was completely necrotic. This include bone and soft tissue. The acetabular cup showed evidence of fibrous ingrowth only. There was osteolysis down to the level of the lesser trochanter. The soft tissue was completely necrotic off a good 3 cm radius around the acetabulum leaving exposed pelvis around the acetabular component. There was anterior impingement that was causing posterior dislocation due to lack of soft tissue support. Doi: (B)(6) 2002 - dor: (B)(6) 2011, (left hip).